Event description:
The pt was implanted with a bi-ventricular assist device (bivad). It was reported by the vad coordinator that a month ago, while on a pt, the lvad driver pressure changed without manipulation. The pt went into flash pulmonary edema and required re-intubation. The pt was then switched to a back up driver without further incident.

Manufacturer narrative:
The device was serviced by the hosp biomedical department and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.